Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer received a replacement part and repaired the unit. The device has been placed back into service. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that while the device was on a patient, the ventilator was running fine until the customer disconnected the patient to suction and the mean airway pressure (map) did not fall to ambient pressure. The map held. The patient was placed on another ventilator and there was no patient compromise.